Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient additionally reported that they had high hopes for the ins. The patient was sent a list of doctors and they were going to call around to find one that matches their insurance and make an appointment. The patient didn't know what the next step would be, but was hoping a doctor or company representative would help them.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer reporting they wished they could say the implantable neurostimulator (ins) has helped them, but they¿ve had over seven different surgeries with two different doctors. They still can¿t get it to adjust the way it needs too. The patient was no longer seeing either doctor. The patient still has the device in their back, not doing anything. This has been going on since 2014.